Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and the impedance trend of the right ventricular pacing lead was variable. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to the sensing integrity counter (sic) and high pacing impedance. The lead was noted to have occasional oversensing of noise with short v-v intervals. The lead was reprogrammed. It was later reported that lia again triggered due to sic, high pacing impedance, noise, and variable impedances. The lead was programmed off and the patient was provided with a life vest. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.